Manufacturer narrative:
System has been returned to the company repair center for further eval.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.